Event description:
It was reported to philips that the device would fail the switch controls test intermittently. Per the customer, when the switch was turned to 20j, the unit would display 100j. There was no patient involvement.